Event description:
It was reported that the nurse had a patient in an arctic sun device that had been cooling for less than 24 hours. The device alarmed low flow earlier, so they drained the pad and switched to a new pad. Nurse stated that the new pad was showing low flow on the screen. Confirmed with nurse they had one neonatal pad connected. The water flow rate (wfr) was 0.8-0.9 l/min. Nurse confirmed the water flow rate (wfr) had been steady and had not dropped below this. Confirmed with nurse the low flow seeing on the screen was a banner and the device had not actually alarmed low flow since swapping the pad out. Informed nurse they tried to keep the water flow rate (wfr) for neonatal pads above 0.7 l/min. Explained when the water flow rate (wfr) was dropped below 1, the heater capacity diminished. When the water flow rate (wfr) dropped below 0.5 l/min, the heater turned off completely. Informed nurse the device would show that the flow rate was marginal when below 2.3 l/min and low when it was below 1.5 l/min. Informed nurse since the device was not alarming low flow and the flow rate was stable and adequate for therapy, they would suggest monitoring it closely for now. Confirmed nurse still had the first pad they were using, suggested they kept that pad in case they need to do any troubleshooting later. Recommended if the device alarmed or the water flow rate (wfr) dropped below 0.7 l/min and stayed then to call them back so they could troubleshoot.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. ¿ if this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. ¿ place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ the pads may be removed and reapplied if necessary. ¿ pads should be placed on healthy, clean skin only. 3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: ¿ water temperature high limit: =40°c (104°f) ¿ water temperature low limit: =10°c (50°f) ¿ control strategy: 2 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. 5. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. 6. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad. Any serious incident that has occurred in relation to the device should be reported to the manufacturer and the competent authority of the member state in which the user and/or patient is established." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had a patient in an arctic sun device that had been cooling for less than 24 hours. The device alarmed low flow earlier, so they drained the pad and switched to a new pad. Nurse stated that the new pad was showing low flow on the screen. Confirmed with nurse they had one neonatal pad connected. The water flow rate (wfr) was 0.8-0.9 l/min. Nurse confirmed the water flow rate (wfr) had been steady and had not dropped below this. Confirmed with nurse the low flow seeing on the screen was a banner and the device had not actually alarmed low flow since swapping the pad out. Informed nurse they tried to keep the water flow rate (wfr) for neonatal pads above 0.7 l/min. Explained when the water flow rate (wfr) was dropped below 1, the heater capacity diminished. When the water flow rate (wfr) dropped below 0.5 l/min, the heater turned off completely. Informed nurse the device would show that the flow rate was marginal when below 2.3 l/min and low when it was below 1.5 l/min. Informed nurse since the device was not alarming low flow and the flow rate was stable and adequate for therapy, they would suggest monitoring it closely for now. Confirmed nurse still had the first pad they were using, suggested they kept that pad in case they need to do any troubleshooting later. Recommended if the device alarmed or the water flow rate (wfr) dropped below 0.7 l/min and stayed then to call them back so they could troubleshoot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.